Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 3175118 and 7070056.

Event description:
It was reported that the patient had an infection at the ipg, implantable pulse generator, site, the cause of the infection is unknown. The patient underwent an explant procedure in which the ipg and two leads were explanted. The patient was prescribed antibiotics, cultures were taken, however the results are unknown. The devices will not be returned as they were disposed of by the facility.

Event description:
It was reported that the patient had an infection at the ipg, implantable pulse generator, site, the cause of the infection is unknown. The patient underwent an explant procedure in which the ipg and two leads were explanted. Cultures were taken and confirmed staphylococcus aureus infection, the patient was prescribed antibiotics to take at home. The devices will not be returned as they were disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: (B)(6).